Event description:
It was reported that an early z-syndrome was noted in the patient's eye and the surgeon is evaluating treatment options. Additional info has been requested, but has not been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.